Event description:
Since implant, the pt experienced burning sensation on her right side and spasms in her right leg when the implantable neurostimulator was on. She never had therapeutic effect. The implantable neurostimulator was reprogrammed multiple times without success. The implantable neurostimulator was sitting on the sciatic nerve. The pt wanted the device system removed, which her hcp did not recommend. The pt was provided with add'l physician listings. The pt had a successful stimulation trial. The pt did not feel adequately trained on device use and expectations of stimulation therapy. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.